Event description:
A malfunction alarm was reported by the customer, indicated by malfunction code 9 and fault ID 0x20f1. There was no adverse impact on the customer's blood glucose level. The customer received guidance from technical support on resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further complications.